Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The physician used a 6 fr. Exoseal vascular closure device (vcd) for hemostasis after a right and left heart catheterization. Heparin 2000 units were administered. After deployment, the patient developed a large hematoma in the holding area post procedure. Manual pressure and fem stop were applied. The patient was admitted for observation. Expansion of the hematoma occurred. The patient was brought back to cath lab. An angiogram of the right central femoral artery (rt cfa) from the left groin access revealed an active bleed from the artery. The patient required therapy with one (1) unit of packed red blood cells (prbc's). The patient was transferred to another hospital for a vascular surgical consult. Multiple attempts to retrieve detailed information were unsuccessful. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. The exoseal IFU lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Access site bleeding/hematomas are a common procedural complication that may or may not require treatment and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Based on the limited information provided and without the product available for analysis, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
The report received from the field indicated that the physician performed a right and left heart catheterization. Heparin 2000 units was administered. The physician used a 6 fr. Exoseal vascular closure device (vcd) for hemostasis. After deployment, the patient developed a large hematoma in the holding area post procedure. Manual pressure and fem stop were applied. The patient was admitted a to hospital bed for observation. Expansion of the hematoma occurred. The patient was brought back to cath lab. An angiogram of the right central femoral artery (rt cfa) from the left groin access revealed an active bleed from the artery. The patient required therapy with one (1) unit of packed red blood cells (prbc's). The patient was transferred to emory hospital for a vascular surgical consult. Additional information has been requested.